Event description:
While patient undergoing CT with dye, a rupture in the catheter was noted at the level of the medial end of the clavicle. There was extravasation of dye. A few weeks later the device was removed with a crack noted at the junction of the mid and distal third of the catheter.======================manufacturer response for port-a-cath, powerport (per site reporter).======================we are currently working with our field rep who is observing surgical procedures with device.